Event description:
It was reported by the customer that a bd pyxis medstation es system displayed an unexpected database error message, user cannot open database in the surgery area, rebooted the device but issue still occurred. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d4, e3, g1, g2 and h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that that the database can't be decrypted. Database was offline due to kb5033688 was installed. Uninstalled kb5033688 from the station and rebooted the system to resolve the issue. The system was functional as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that that station's database in recovery pending due to an unapproved knowledge base was installed on the station. Uninstalled the knowledge base to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed an unexpected database error message, preventing user log in to station in the operating room. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.